Manufacturer narrative:
This report is submitted on october 10, 2019.

Event description:
Per the clinic, the patient was experiencing skin overgrowth requiring a skin revision during an abutment change. The implant remains in-situ.